Event description:
It was reported that the patient presented with possible t-wave oversensing. The rv lead dislodged. The lead was repositioned the next day.

Manufacturer narrative:
No medwatch form was received.